Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device for the reported malfunction of failed self-test. Review of the activity log does not provide evidence of the customer's report. This claim is being closed as evidence supports report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.